Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a casing/condition (external component issue) issue. It was reported that the cartridge cap was damaged. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge cap.

Manufacturer narrative:
Follow-up #1: date of submission 03/24/2017 - device evaluation: the pump has been returned and evaluated by product analysis on 03/03/2017 with the following findings: during investigation, the cartridge cap properly secured to the test pump. No defects were found to the cartridge cap. The complaint of a loose cartridge cap was unable to be duplicated.